Event description:
Revision surgery - due to clinical dislocation of an unstable shell; dislocation due to an involuntary movement while the patient was standing up from a chair.

Event description:
Revision surgery - the cause of the event is not reported. Agent is to f/u with more info.

Manufacturer narrative:
The reason for this revision surgery was to remedy a dislocation after 1.7 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination and was kept by the hospital. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the dislocation was most likely due to the patient activity (involuntary movement). There is no information reported that showed a material, design, or manufacturing problem with the product.